Event description:
It was reported that the patient presented in the hospital. Device interrogation revealed that the implantable cardioverter defibrillator had stored episodes of non-sustained right ventricular oversensing due to post-sensed t-wave oversensing. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported ventricular oversensing was confirmed through egm review, device was found normal. Analysis found, review of the programmed device sensing parameters revealed normal device sensing configuration, the device's sensing was normal based on its programmed settings. Functional test results indicated normal device behavior.